Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issue on (B)(6) 2026. While on the phone the patient put on their infusion site onto their body and when pulling away from their body the sticky adhesive did not stick on properly to their body.